Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, section of the internalized proximal portion of the ECG piccline near the base. This piccline was placed on (B)(6) and the next day, the patient consulted the nurse due to the presence of blood near the puncture site. The ECG piccline, 4fr, (2194108), was secured with vygon securacath solution. The section of the PICC line was closed at the base of the catheter. There was no loop, only securacath fixation solution. The patient was agitated and had cardiac disturbances. A private practice nurse encountered difficulties at home with a piccline inserted in the operating room on (B)(6) 2025, due to a section at the tip of the device. The patient was requested to be admitted to the emergency room for removal of the device, as the nurse did not have the appropriate equipment for this procedure. Ultimately, the removal had to be performed in the operating room due to complications in the emergency room.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter was confirmed; however, the cause is unknown. Two photographs of the implicated 4fr single-lumen powerpicc solo catheter were returned for evaluation. The catheter contained a complete circumferential break in the catheter shaft. The break occurred near the 3cm depth marking. A secureacath was seen securing the distal fragment, with the break in the catheter occurring proximal of the securement device. The characteristics of the break site could not be easily determined from the returned photographs; therefore, the root cause could not be established. However, the location of the damage suggests that the tensile factors, catheter securement, access or catheter maintenance may have been contributing factors. This complaint will be recorded for future trending and monitoring purposes.